Event description:
Additional information: it was reported that a catheter dye study was performed that confirmed the catheter dislodgement at the distal (spinal) segment. The catheter was 'placed back in'. The patient experienced return of symptoms (unspecified). The device system also delivered bupivacaine along with morphine. The patient was not hospitalized and was reported to have recovered without sequelae.

Event description:
It was reported that the patient had a fall and the catheter was dislodged from the intrathecal space. The physician caught it right away and the catheter was revised three weeks ago. It was noted that the patient was happy with his therapy. The device system was used to deliver morphine and another unknown drug. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Eval code-conclusion was removed as it no longer applies to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product typ catheter. (B)(4).